Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-sep-2019 with the following findings: during investigation, there were no unexplained power interruptions in the black box. There was no damage to the battery compartment. The battery cap was found to be stripped and unable to maintain an electrical connection, power loss and reboots duplicated. A test cap used for testing purposes. The pump powered on normally with no alarms. The pump was exercised with test cap with no further power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 28-aug-2019, the reporter contacted animas, alleging a power (no power) issue. There was no reported damage to the battery compartment or battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.